Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer. A visual inspection of the returned unit found customer applied label , no physical damage on the mlx unit. Functional testing found that the mlx unit was functioning properly and no error appeared on the screen. There was no smoke coming from the unit and the fans were functioning properly. The lamp was turned on 10 consecutive times and it turned on repeatedly without any smoke smell. The lamp ran for 30 minutes and did not turn off. It is important to note that proper ventilation is required when using the mlx unit. The reported complaint is unconfirmed from the evaluation. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that on (B)(6) 2018, the 00mlx 300w xenon lightsource was on its first use when an error appeared on the screen as fan failure. Smoke came out of the unit but no fire. There was no patient contact, and the event did not lead to a surgical delay or a medical intervention. The patient was prepped for surgery however, no patient injury/death was alleged. Request for additional information has been sent.